Event description:
It was reported that the patient developed a staphlococcus infection. The device and leads were removed. Cultures were taken from the patient's device pocket and blood. Antibiotic treatment was necessary. The device will be returned to the manufacturer. The leads were retained by the hospital. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.